Event description:
It was reported to minimed that the customer experienced the loss of communication between insulin pump and mobile application, the loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6102. Troubleshooting was performed and issue was resolved. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned. Product return is not applicable for non physical device mmt-6102.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Unable to pair pump to transmitter or phone due to critical pump error (open book image). Test sc1-cap and reservoir locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube spring, corroded battery tube, scratched case, pillowing keypad overlay, and cracked case (battery tube). Critical pump error (open book image) was confirmed during testing due to moisture damage on the electronic assembly. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Unable to verify customer's complaint for no com pump to xmtr and no com pump to mobile due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.